Event description:
It was further reported that the lesion was 60% stenosed and mildly calcified and the vessel was mildly tortuous. Vascular access was obtained via the femoral artery. The physician did not encounter any resistance while advancing the 6x59x1350 sentinol self-expanding nitinol vascular stent system to the intended location and no difficulties were encountered while crossing the lesion. After the stent was deployed the proximal tip of the stent delivery system introducer dislodged into the superficial femoral artery. The physician attempted to snare the detached plastic component, however, these attempts were unsuccessful. This detached component remains inside the patient. The physician did not encounter any difficulties removing the stent delivery system from the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: preliminary visual inspection confirmed that the stent was not present on the sds and the distal tip was not present on the end of the inner shaft. Evaluation of the returned device confirmed that the location and coverage of residual adhesive on the distal end of the inner shaft was consistent with an appropriately manufactured device. Although there was no indication of any damage that could have contributed to a tip separation, there was also no evidence the device did not meet specification. Because the tip component was not available for evaluation, it was not possible to determine if there was any mechanical damage to the tip that may have contributed to the separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was further reported that the lesion was 60% stenosed and mildly calcified and the vessel was mildly tortuous. Vascular access was obtained via the femoral artery. The physician did not encounter any resistance while advancing the 6x59x1350 sentinol self-expanding nitinol vascular stent system to the intended location and no difficulties were encountered while crossing the lesion. After the stent was deployed the proximal tip of the stent delivery system introducer dislodged into the superficial femoral artery. The physician attempted to snare the detached plastic component, however, these attempts were unsuccessful. This detached component remains inside the patient. The physician did not encounter any difficulties removing the stent delivery system from the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure that a component of the device dislodged. The unspecified lesion was located in the mid superficial femoral artery (sfa). The physician advanced the 6x59x1350 sentinel self-expanding nitinol vascular stent system, however, a proximal "plastic component" of the device dislodged it is unknown where the dislodgement occurred. The physician completed the procedure with this device. No patient complications were listed and the patient's status was reported as "stable".